Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during an open colon resection procedure after firing the device the surgeon observed the device cut but did not fire the staples. The instrument was fired near an existing staple line. The surgeon said the device was difficult to fire. They used suture to control the bleeding and perform a hand anastomosis. The procedure was extended an hour longer due to the suture process and complete the hand sewn anastomosis. There was no patient consequence reported.